Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5cm and 9.5cm distal to the is-1 connector pin. It is reasonable to assume that the lead was cut during the extraction procedure. The insulation was, apart from the present cuts, free of breaches. Further analysis did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 99 months, oversensing on the atrial channel was reported.